Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# (B)(6) implanted: (B)(6) 2012: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 30-jan-2013, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that on (B)(6) 2025 portion of patient's catheter was removed and replaced with this catheter 8696sc. Earlier this year patient reports that his pain relief stopped. At refill appointment the hcp removed 40ml from reservoir, expected volume was 6ml. A dye study was done by the hcp and he discovered that the catheter was kinked at the pump pocket site so catheter revision was scheduled and done on 8/12/2025.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided stated that the issue was resolved. The catheter portion was discarded.